Manufacturer narrative:
Post-operative CT was merged with planning data at the manufacturing site in order to determine the amount of errors of each electrodes at the entry points. This indicated that all electrodes were placed under rosa accuracy specifications (maximum error of 2 mm at the entry point). There is no indication of inaccuracy of the system during this case. It is not a confirmed failure of the system as all electrodes are considered accurate according to rosa accuracy specifications.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
Surgeon reported that upon review of the post-operative exams, he noticed an inaccuracy up to 5 mm on the electrodes actual positioning compared to the planned implantation.